Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the dual lumen PICC. The customer reports "the PICC developed a hole about 1 cm from the hub."

Manufacturer narrative:
A sample was returned for eval. An investigation is currently underway. Upon completion the results will be forwarded